Event description:
The plaintiff's attorney alleges that the patient experienced a congestive heart failure, cardiac arrest, and atrial fibrillation caused by exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving 2 separate products.